Event description:
It was reported that the 9800 system had a intermittent loss of fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.